Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the caller experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 13.4 mmol/l. The issue was resolved upon troubleshoot. The caller stated that he believed that he may have just had a bad batch of batteries. Advised the caller that a replacement battery cap would be sent. Nothing further reported.